Event description:
Received an article titled " impact of renal artery angulation on procedure efficiency during fenestrated and snorkel/chimney endovascular aneurysm repair" published in the journal of endovascular therapy in 2015. The study consisted of the impact of renal artery angulation on time to successful renal artery cannulation and procedure efficiency during fenestrated and snorkel/chimney endovascular aneurysm repair (evar). The study involved review of the imaging and procedure logs of patients who underwent complex evar from 2009 - 2013. Per the study, three patients with loss of patency of renal stents (occlusions).

Manufacturer narrative:
(B)(4). A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, procedural efficiency may be optimized by considering renal artery angulation as one of several objective variables used in the selection of an appropriate endovascular strategy. The fenestrated approach is more efficient with less downward angulation to the renal arteries, while the snorkel/chimney strategy is facilitated by more downward renal artery angulation. Related MDR's: 1219977-2015-00204, 1219977-2015-00206.